Event description:
It was reported the patient had not used the implantable neurostimulator (ins) for a long time. The ins did not "work right" and it gave her headaches. The patient had a history of migraines and received injections for them. The physician instructed the patient that she needed a new ins. Additional information reported that the impedances were tested and found to be out of range. Reprogramming was unsuccessful, due to impedances. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial # (B)(4), product type programmer; product ID 3998, lot # j0537563v, implanted: (B)(6) 2005, product type lead.